Event description:
It was reported by the distributor (B) (6) in (B) (6) that the birthing bed had no bed up motion, no fowler up motion, and no trend and reverse trend motion. The distributor reported that only foot up and motion is functioning. No adverse consequence reported.